Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 07/07/2015. The fse found the tubing through pich valve vl4 became disconnected from the vacuum isolator chamber and caused the leak. The fse reattached the tubing, which repaired the leak and the failing controls. The repairs were verified per established procedures. (B)(6).

Event description:
The customer reported a leak from the coulter lh 500 hematology analyzer during start up. The instrument was failing red blood cell (rbc) and platelet (plt) controls when the leak was noticed. The volume of the leak was about 5 ml and was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.